Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she is not confident that the insulin pump was delivering insulin and was experiencing several high blood glucose levels. The caller stated that the cannulas always are bent. Troubleshooting was declined and the customer requested a replacement. No further information was provided.